Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal (nj) tube. On (B)(6) 2021 it was reported that on (B)(6) 2020, the patient was hospitalized for aspiration pneumonia. Peg insertion was scheduled for (B)(6) 2020 but did not occur.